Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed, and a hole was noted in the tubing of the returned set. The reported condition was verified. The cause of the reported condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a transfer set had a cut which resulted in leak. This occurred during use on a patient for peritoneal dialysis therapy (pd). There was no report of patient injury or medical intervention associated with this event. No additional information is available.